Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38 synergy drug eluting stent was advanced but failed to cross the lesion. During withdrawal of the guide catheter, the proximal part of the stent strut got damaged. The procedure was completed with a non bsc stent. No patient complications were reported.